Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Per medwatch: (B)(4). Event 3: event: three attempts were made at inserting an epidural catheter at l3-l4 level. On the third attempt, the catheter was passed into what appeared to be the epidural space, based on the loss of resistance. After the catheter was passed to 12 cm, the patient complained of pain on the left side, while at the same time, I encountered resistance to passing the catheter further. I then stopped passing the catheter further and began pulling back the catheter and the needle. Immediately after starting to pull back, the catheter became loose and I noted that the tip of the catheter broke at approx. 3.5cm and was retained in the patient. The procedure was then aborted and the patient immediately delivered without complications and without an epidural catheter. She remained neurologically intact.